Manufacturer narrative:
(B)(4). Report source: foreign - (B)(6). No product was returned or pictures provided; visual and dimensional evaluations could not be performed the DHR was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial total right knee arthroplasty, the surgeon was impacting the trial femur onto the prepared bone. While impacting, a corner of the black impactor pad broke off. The piece fell to the floor. It was noted that no pieces fell into the patient. The case was finished with another instrument of the same kind. It was reported that no further information is available.